Manufacturer narrative:
(B)(4): the customer reported a pads ECG equipment malfunction message. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported a pads ECG equipment malfunction message. There was no reported pt involvement.